Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "b temp error". A getinge service technician was onsite to repair the affected rotaflow on 2021-05-04. The technician could not reproduce the error "b temp error". The 70101.7188 battery pack with fuse and the 70103.4051 rfc control board kit have been replaced as a precautionary measure. The device is working as intended and passed all tests. However the failure mode "b temp error" can be linked to the following most possible root causes according to our risk management file dms# (B)(4). Overtemperature condition in the device, e.g.: defect battery. Heat accumulation. Device used out of specification. Charging of battery. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could not be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. In chapter 2.2 general safety instructions 2.2.2 position of use and operation, and positioning it is described as follows: - only operate the rotaflow system within the specific technical and ambient conditions ( "ambient conditions", page 76). Ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. There must be no risk of condensation. Condensation may occur when the device is taken from a cold environment into a warm room. - make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that the rotaflow displays the error message ¿error temp b¿. No patient has been involved when the failure occurred. Complaint ID: (B)(4).